Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three anti-tachycardia pacing (atp) and one shock. It was noted the arrhythmia recorded by the device appeared to be atrial or sinus driven with possible rapid ventricular response (rvr). Additionally, the therapy was unable to convert the rhythm. This ICD remains in service and no adverse patient effects were reported.